Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot #: (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 500 mcg/ml at a dose rate of 75 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient experienced increased spasticity. The patient was due for pump replacement, so they checked the catheter access port was checked and they were unable to aspirate. It was further noted that they checked the catheter and noted cerebrospinal fluid leaking near the pump connection. The catheter was cut and a new sutureless pump connector was added. The catheter was checked and was patent. The issue was resolved. The patient was without injury regarding their status at the time of the report. There were no known environmental/external/patient factors that may have led or contributed to the issue. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history at the time of the event was indicated as having been requested but would not be made available. It was indicated that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was noted that the hospital had discarded the old catheter/connector.